Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that sealing became incomplete after making 20 to 30 seals during a endoscopic resection of bladder lesion. There was no bleeding or injury to the patient.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. The reported condition of the sealing becoming incomplete was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.